Event description:
Seneonics was made aware of an incident where user reported visiting the emergency room on (B)(6) 2025 due to a migraine. At the time of the call, the user reported feeling unwell. The event was not related to diabetes or glucose measurements. The user received treatment at the hospital and was administered steroids, intravenous (IV) benadryl, and morphine. The user's health care provider (hcp) is aware of the event. Per the data management system (dms), the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported visiting the emergency room on (B)(6) 2025 due to a migraine. At the time of the call, the user reported feeling unwell. The event was not related to diabetes or glucose measurements. The user received treatment at the hospital and was administered steroids, intravenous (IV) benadryl, and morphine. The user's health care provider (hcp) is aware of the event. Per the data management system (dms), the user is currently using the system with up-to-date information.